Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. The pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.